Event description:
Doctor was performing a two (2) level infix case. While inserting and tamping the distractor into position of the cage, the inferior vena cava slipped out from behind the retractor and got caught between the distractor and/or the endplates. The distractor was removed and the doctor noticed blood pooling. A vascular doctor was called in to repair the tear of the vena cava. It was then that a light pulse in the patient's leg was noticed. The vascular surgeon opened up the iliac artery to repair. A patch was placed on the iliac artery. The surgery was completed, all wounds were checked for bleeding, and the patient was closed up. Patient at that point was in stable condition and believed to be fine. Hours after the surgery was completed, the patient started bleeding from the patched area. The patient died before surgeons could operate. The attending surgeon stated that during the insertion of the first level of the infix device at l5-s1 level on a smoker, the vena cava was nicked with a puncture approximately the size of a grain of rice. He stated that although this is not a routine event it does happen periodically. A vascular surgeon repaired the vena cava in about 30 minutes. After the vena cava repair, the vascular surgeon noted that the pulse monitor on the patient's foot showed little or no pulse. The vascular surgeon explored the iliac artery and found plaque and clotting in the vessel. He proceeded to clean out the vessel and sutured a patch to the artery. The repaired site was checked multiple times, the patient was stable, and the surgery continued with the insertion of the infix at the second level, l4-l5. Dr. Stated that he believed the clotting in the iliac was due to the retraction, aggravated by the extensive plaque in the iliac artery. The procedure was completed, the wound was again checked for bleeding and the patient was closed. The patient was moved to the recovery room sometime after 8:00 pm, was stable and all indications were that the patient was fine. Sometimes after 9:00 pm the same day, the patient was discovered to be bleeding. The vascular surgeon was notified, but patient had died before the surgeon could operate. The attending surgeon stated that the results of the autopsy show that the bleeding came from the patched area of the iliac artery. The attending surgeon stated twice that the event was not related to the infix product.

Event description:
It was reported: patient expired hours after implanting infix. Per surgeon, event was unrelated to infix. During the surgery, an unrelated vascular event occurred involving the iliac artery. Post surgical bleeding occurred and according to surgeon (who referenced autopsy results), patient expired due to bleeding from the iliac repair.